Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that the patient had to cancel treatment and subsequently discovered fluid had leaked from the liberty cycler set while attempting to re-setup the cycler using new supplies. Additional information received from the patient¿s pd nurse confirmed that the patient has not experienced any adverse event. The patient had been at the clinic at the time of the event and the patient was treated with prophylactic antibiotics. The patient was treated with fortaz and ancef (cefazolin) at 1 g each, through the intraperitoneal route, for a one time dose. The complaint sample was not made available for evaluation..